Event description:
It was reported that a device was used during a laparoscopic gastric by-pass. It was reported by the rep that the surgeon fired the device for the g-j anastomosis and removed the instrument with a 720 revolution of the entire instrument, after opening the closure knob. The device did not release easily. Upon inspection, the g-j anastomosis was incomplete posteriorly. Unknown pt consequence. Device will not be returned at this time.